Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-73297. It was reported that the patient presented with a right atrial and right ventricular leads that exhibited noise over-sensing. The leads were explanted and replaced. The patient was stable.